Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced persistent vaginal, abdominal and pelvic pain. Additionally, the plaintiff experienced erosion, extrusion, infection, urinary problems, bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. The device was explanted. Furthermore, it was reported that the plaintiff died. The cause of death reported was drowning. Related to manufacturer report #: 3011770902-2016-00319.